Event description:
It was reported that during a supply change the user observed a blood glucose of 185 mg/dl while disconnected from the ilet pump for an extended period of time because they were unsure how to rewind it, received troubleshooting and education regarding infusion set and cartridge handling, and reported no device alerts or alarms. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact, with glucose returning to the normal range per a follow-up call. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, a usage problem related to improper or incorrect procedure, and involvement of the pump component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.